Event description:
The orsiro drug-eluting stent system was selected for use. The lesion could not be crossed with the orsiro, then a guidezilla ii was introduced but the same orsiro could not be advanced through the guidezilla ii and was therefore removed. After withdrawal it was detected that the stent was deformed.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be mentioned that the IFU clearly states not to re-insert the orsiro stent system if it was removed prior to expansion.